Event description:
It was reported that the user experienced a high blood glucose episode while using the ilet with steel cannula infusion sets and changed the infusion set, after which blood glucose decreased, suggesting the prior site may have been suboptimal. Customer care provided support that included supply replacement logistics. Investigation of this case revealed no device malfunction was observed by the user and the event was consistent with a possible infusion site issue. No symptoms associated with hyperglycemia. Outcomes included no medical intervention or hospitalization. It was concluded that the cause of the hyperglycemia could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.